Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the "heparin did not alarm when clamp was engaged above the pump chamber". A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The heparin did not alarm when clamp was engaged above the pump chamber was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during heparin therapy (dose, programmed amount and delivery rate unknown). The clamp was engaged above the pump chamber and the device did not alarm, however, the device indicated a volume infused even though it was not infusing. There was no known patient injury or medical intervention associated with this event. No additional information is available.